Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, h6

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional later reported rupture. The capsular contracture baker grade iii was corrected on unknown date and implant was reimplanted. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device remains implanted.